Manufacturer narrative:
Concomitant medical products: unknown 6.0 x 4cm balloon catheter. A saber rx 6mm x 4cm x 155cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated to approximately 12 atmospheres (atm); however, it ruptured. There was no reported patient injury. A non-cordis balloon catheter was used to complete the procedure. The device was stored, handled and prepped normally per the instructions for use (IFU). There was not any difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were not any kinks or other damages noted prior to inserting the product into the patient. There was not any resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was not any difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend and was removed intact from the patient. One product was returned for analysis. A non-sterile saber rx (6mm x 4cm x 155cm) pta catheter was returned. Per visual analysis, the catheter was coiled inside a plastic bag with the balloon previously inflated and deflated. No other anomalies were found. Functional analysis was performed, a three-way valve was attached to the inflation lumen port, required pressure was applied to the device to inflate the balloon and a leakage was observed. Sem analysis revealed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented evidence of bulged/peeled balloon material adjacent to the rupture. The outer surface presented evidence of bulged/peeled balloon material, elongations, scratch marks, micro tears and hole punctures adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 17662135 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through device analysis. However, the exact cause could not be determined. Device analysis revealed the balloons outer surface evidenced bulged/peeled balloon material, elongations, scratch marks, micro tears and hole punctures adjacent to the balloon rupture. This type of damage is commonly caused when balloon material encounters a sharp object or mechanical damage. Vessel characteristics, although unknown, may have contributed to the reported event as calcium is known to damage balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 6mm x 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated to approximately 12 atmospheres (atm), however, it ruptured. There was no reported patient injury. A non-cordis balloon catheter was used to complete the procedure.